Event description:
It was reported that a continu-flo solution set was missing a component. Upon examination of the equipment, it was found that there was no cap at the y-site. This occurred during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the event occurred during prime; therefore, there was not patient involvement. H11: the actual device was not available; however, two retained samples were provided for evaluation. Visual inspection of two retention samples did not identify any abnormalities that could have contributed to the reported condition. Functional push-pull test, air passage and an underwater leak test were performed; no disconnection, no leaks or blockages were observed. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.